Event description:
Quality control (qc) for hav igm was acceptable but trending low for 3 days. Recalibrated reagent and controls were within +/-1sd. Noticed even after calibration controls were not stable. Started patient review. Put on fresh reagent, same lot# (34355li00), calibrated again, repeated controls and all controls were on the mean. Patients were repeated and positive patients were now found to be negative except for 1 which was equivocal. Notified physicians.